Manufacturer narrative:
Echocardiographic case imaging was provided for review. Intracardiac echocardiography (ice) demonstrated the defect was crossed with a guidewire, followed by successful closure with a gore® cardioform septal occluder. After the deployment, ice revealed a pericardial effusion located adjacent to the ventricular wall.

Event description:
It was reported the physician selected a 25mm gore® cardioform septal occluder to treat a patent foramen ovale. The occluder was prepped and about to be advanced into the patient when the guidewire position was lost. The physician repositioned the wire, then the device was advanced. Intracardiac echocardiography showed the left disc was still in the tunnel when deployment was attempted. The occluder was reloaded and another deployment attempt was made. Again, it appeared that the left disc was deploying in the tunnel. The device was reloaded and the third deployment attempt was successful. The device was locked and released without issue. The patient complained of chest/back pain and echocardiography showed a large pericardial effusion. A pericardiocentesis was performed and the patient was sent to surgery. The physician communicated that the patient had a sternotomy and patches were used to treat two posterior perforations. The physician noted the device may have been too deep into the atrium when unsheathing or deploying the occluder.

Manufacturer narrative:
The gore® cardioform septal occluder instructions for use list perforation or damage of a cardiovascular structure by the device as a potential device and procedure related adverse event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.